Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused. The issue was further described as, "ran though multiple test cycles each time it would go over 3-5 ml each time". This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.